Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. The device was found to pass all manual electrical measurements, which confirmed proper operation of the pacing and sensing functions of the device. Analysis concluded that the difficulty in lead removal noted clinically was a result of silicone to silicone bonding in addition to the effects of body fluid contamination throughout the lead barrel of the device.

Event description:
Boston scientific crm received information that during the routine device replacement procedure; the right ventricular lead was unable to be removed from this pacemaker header. Silicone to header bonding was suspected. Mineral oil was injected into the set screws and along the lead body which yielded no movement of the lead from the header. Bone cutters were also used in an attempt to remove the back of the header and to then push the lead terminal out; however, the bone cutters were unable to cut through the header. A crack in the insulation of the lead was noted where the lead met the header. The decision was made to surgically abandon the lead and implant a new right ventricular lead. The device was also removed and replaced. In addition, it was noted that the device was exhibiting a magnet rate of 100ppm even though the device had been implanted since 1992. The explanted device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
A new device and lead were successfully implanted. To date, the explanted device has not been received at boston scientific crm. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.